Event description:
The pt had a temporary epidural catheter placed in the operating room in usual manner by experienced practitioner, without complications. Epidural catheter was used successfully for post-operative pain management. When epidural was due to be removed resistance was met upon pulling it. When the catheter came out there was a knot in the catheter.